Event description:
It was reported that during an acl, an attempt was made to pass the stitches through the meniscal root with a first pass mini, however, one of the flaps of the clamp was broken and retrieved from the patient. It was recovered which prevented the correct use of the clamp. The procedure was completed with a 10 minutes delay using a competitor device. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information on b5 and e1.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in the original packaging with the batch number of the complaint on the labels. One side of the suture capture in the jaw is missing. The barrel tube from the collar to the jaw is bent. A functional evaluation showed that pulling the trigger closed the jaw and deployed the suture passer. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include: excessive force, tissue thickness or damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an acl, an attempt was made to pass the stitches through the meniscal root with a first pass mini, however, one of the flaps of the clamp was broken. It was recovered which prevented the correct use of the clamp. The procedure was completed with a 10 minutes delay using a competitor device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).